Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the complete electrode was returned not severed. The set screw marks on the proximal connector and sense a contact pin confirmed correct locations. A possible arc mark was noted on the shock coil; this most likely occurred during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The associated device was found to have met specifications.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. Interrogation of the device and review of the shock episode showed diminished r-wave amplitudes in the alternate vector, with myopotential noise and oversensing. Noise was easily reproduced with patient arm movements in both the alternate and secondary vectors. The device was reprogrammed to the primary vector, where noise was not provoked. X-rays were performed and it was observed the electrode placement was suboptimal and had likely migrated since implant, as the morphology of the signals in the alternate vector had changed considerably. At this time, no changes were made or were planned to revise the electrode; appropriate sensing was observed after reprogramming. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service. About three weeks later, this s-ICD system was explanted and replaced. The electrode was explanted due to migration, where the electrode tip had become more superficial over time. The device was also replaced during the lead revision as it was included in the emblem premature battery depletion advisory population. Although review of the device data did not identify premature battery depletion, the physician did not want to risk another procedure should the device begin to exhibit the advisory behavior later. No additional adverse patient effects were reported. A new s-ICD system was implanted successfully. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. Interrogation of the device and review of the shock episode showed diminished r-wave amplitudes in the alternate vector, with myopotential noise and oversensing. Noise was easily reproduced with patient arm movements in both the alternate and secondary vectors. The device was reprogrammed to the primary vector, where noise was not provoked. X-rays were performed and it was observed the electrode placement was suboptimal and had likely migrated since implant, as the morphology of the signals in the alternate vector had changed considerably. At this time, no changes were made or were planned to revise the electrode; appropriate sensing was observed after reprogramming. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service. About three weeks later, this s-ICD system was explanted and replaced. The electrode was explanted due to migration, where the electrode tip had become more superficial over time. The device was also replaced during the lead revision as it was included in the emblem premature battery depletion advisory population. Although review of the device data did not identify premature battery depletion, the physician did not want to risk another procedure should the device begin to exhibit the advisory behavior later. No additional adverse patient effects were reported. A new s-ICD system was implanted successfully. The explanted products were expected to be returned for analysis.